Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 3.0x28mm, eccentric, restenosed target lesion was located in the moderately tortuous and moderately calcified distal to mid right coronary artery. The lesion contained >45 and <90 degrees bend. Pre-dilation was performed with a 2.5x20mm emerge balloon leaving 80% residual stenosis. A 3.00 x 28mm synergy ii drug-eluting stent was advanced for treatment. However, it was unable to cross the lesion and upon removal it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.